Event description:
The ge oec 9600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective sram that was replaced. The software was reloaded. The system was tested and found to function as intended and was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure. The procedure was rescheduled.